Manufacturer narrative:
After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: pump rebooting was observed in the pump black box history. There were no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump and the pump powered on normally. The pump was exercised for 24 hrs with no power issues or alarms occurring. A battery cap contact test was performed; no battery cap connection defects were observed. A keypad leak was found during leak testing. The pump was opened and evidence of moisture damage was found inside the pump.

Event description:
The patient claimed that the animas pump rebooted 15 times two days ago. Since the issue began, the patient had been on the backup plan. This was no patient impact associated with the reported issue. During troubleshooting, the battery cap was noted to fit tightly on the pump with no visibility to the yellow o ring. There was no visible damaged to the battery cap of the animas pump. The battery compartment appears to be scratched. When the patient put her finger in the battery compartment, she noticed a black powder residue. There was no product misuse. There was no water found within the subject pump. This complaint is being reported due to the alleged intermittent power issue.